Event description:
While pt was undergoing therapy with the phototherapy lamp, after three hours of continuous light immersion the pt was noticed to have a burn in approx size diameter of 6-7cm on the abdomen. The redness present with a phlyctena and a darker red diameter of 1-2cm.